Event description:
Duplicate report.

Manufacturer narrative:
Additional information received from the physician noted that this report is a duplicate of mrn 9617229-2018-08412. All information has been transferred and an update will be sent for mrn 9617229-2018-08412 as well.

Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is: lymphoma. Further information from the explanting physician regarding event, product, or patient details has been requested. No additional information will be provided as physician noted they are unable to provide further information regarding this case. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported ¿[patient] noted a change of her right reconstructed breast in 13 months ago. [Patient] complained of pain and felt the implant had shifted. CT scan revealed presence of right sided 9 cm mass of the anterior chest wall with mediastinal, pleural and chest wall spread. Upon diagnosis of alcl, [patient] was referred to the heme-oncology service and [patient] was treated with ceop chemotherapy. It was being considered by the oncology team that [patient] undergo treatment with rituximab as [patient] disease was progressing when due to recurrent sepsis, the patient elected to receive palliative care. [Patient] died on (B)(6) 2019.¿ this record is for the right side.